Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6)2023, the nurse in the interventional department opened the package of the indwelling needle before performing the puncture for the patient and found that there was fluff on the needle tip. It has happened many times recently, resulting in the need to remove the needle again. The patient is very dissatisfied, and the head nurse hopes to avoid this situation.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6), 2023, the nurse in the interventional department opened the package of the indwelling needle before performing the puncture for the patient and found that there was fluff on the needle tip. It has happened many times recently, resulting in the need to remove the needle again. The patient is very dissatisfied, and the head nurse hopes to avoid this situation.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. H3 other text : see h10.